Event description:
The manufacturer received information alleging a ventilator alarming for oxygen regulation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module assembly needs to be replaced to address the issue.